Event description:
It was reported that there was a lead alert due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The svc coil was turned off and the pacing portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.